Event description:
Patient started having pvc's 3-4 days post-op. Nurse was instructed to clamp the pumps which were clamped until pvc's went away (right after they pulled the central line from the atrial), pharmacy concerned on-q caused this due to side effects with bupivacaine, but dr. Doesn't think on-q caused this. Fill volume 390 ml.

Manufacturer narrative:
Evaluation summary: no sample was available for evaluation and investigation. The information contained herein is baed on the information provided by the initial reporter. It was reported that a patient experienced pvc's during the use of two pain pumps simultaneously. The pumps were immediately clamped off when incident was identified. Dr doesn't think the pain pumps caused this incident. No pump malfunction was reported. It is a possible reaction bupivacaine. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.